Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Factors which may contribute to resistance during retraction include, but are not limited to, manufacturing, stent implant outer diameter, patient anatomy, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. The stent delivery system (sds) and guiding catheter used during the procedure were not returned which may have assisted in the investigation and determination of cause. It is possible an interaction with the lesion/anatomy during the attempt to cross may have resulted in stent damage. Then, during retraction of the sds, resistance was felt as the stent interacted with the vessel, although this cannot be confirmed. A review of the product manufacturing records did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. The failure to cross is most likely related to operational context, however, a definitive cause of the difficulty to remove cannot be determined. The stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.

Event description:
It was reported that the promus stent delivery system (sds) would not cross the lesion. The promus sds was removed and resistance was met during withdrawal from the patient. The procedure was completed with a different device. There were no reported patient effects. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.